Event description:
On (B)(6) 2020 this patient underwent endovascular repair on a type b dissection using conformable gore® tag® thoracic endoprosthesis with active control (ctag/ac). The device was implanted at the level of the carotid artery; however, it was reported that there was insufficient healthy tissue in the proximal landing zone. On an unknown date post procedure, follow up revealed a retrograde dissection into the ascending aorta and innominate artery. At some point between (B)(6) 2020, the patient underwent an open repair to treat the new retrograde dissection. There was no issue found with the ctag/ac during the open repair. No further information was provided.